Manufacturer narrative:
(B)(4). The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the level sensor disconnected light on 8k safety monitor to illuminate when sensor cable was flexed. It was determined that an intermittent connection within the sensor cable was the cause of the problem. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The fsr installed a new level sensor. The unit operated to the manufacturer¿s specifications. The suspect level sensor was returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the ultrasonic alert (yellow) level sensor was not working and the "disconnected" light was lit on the safety monitor. There was no patient involvement.